Manufacturer narrative:
Additional device product code: osh, mnh, mni, kwq, kwp. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a trolley patient needed to be revised due to curve progression. Surgeon used an off-label approach where expedium 4.5 was combined with the trolley. He converted this construct which was hybrid (right side with a growing rod from 4.5 and the left side with trolley) to a standard growing rod construct. There was no evidence of trolley issues. The revision was required due to exp 4.5 screw pullout and curve progression. Surgeon added a hook and a domino to the construct. All the implants remained in the patient. Patient is a part of a clinical study. Concomitant device reported: unknown rods (part# unknown, lot# unknown, quantity unknown); unknown trolly (part# unknown, lot# unknown, quantity unknown). This report is for one (1) exp 4.5 ti poly scw 4.35x25. This is report 1 of 1 for complaint (B)(4).